Event description:
I have been using the free style libre link glucose monitor for several years. On occasion I noticed that it was reporting high levels. On (B)(6) 2023 it was reporting levels above 400. Because I have been a diabetic for 13 years, I felt these numbers must be in error as I did not feel the effects I should have been feeling with such high numbers. I immediately did a finger prick test and found my levels to be normal for me. Had I not been suspicious of an error I would have treated myself according to the numbers the free style system was showing me I would probably ended up hypoglycemic. During the next several hours I did tests with both the free style system and the finger prick. Every time there was a significant difference, averaging 50% over these tests. I feel this could be a threat to someone who is not familiar with how they should feel at various levels of blood sugar.